Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was received with cracked reservoir tube lip and no broken pieces of the reservoir tube lip.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 447 mg/dl. Customer experienced headaches and fatigue. Customer treated their high blood glucose with a manual injection. Troubleshooting for bolus stopped was performed. Customer advised this was the first occurrence of the alarm. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.